Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had not bolused for dinner the night before. The customer cleared the alarm and resumed insulin delivery. The customer&#38112;blood glucose level was not impacted. Tandem's technical support educated the customer on the alarm and recommended for the customer to contact their healthcare provider before modifying the setting.